Event description:
Product broke into the shoulder of the patient during case. Per malfunction report: piece removed from patient. E-mail received confirmed patient had good bone and that the surgeon used a 3.0mm drill to prep site. Anchor broke at eyelet and used an alternative device to complete the repair.

Manufacturer narrative:
Only the inserter was returned for evaluation. Inserter shaft is slightly bowed. Measurement of the inserter shaft confirmed it was manufactured prior to (B)(4) which reduced the dimensions at the distal end of the shaft to eliminate the interference between the anchor and the inserter on the 2.9 bioraptor suture anchors. (B)(4).